Event description:
On (B)(6) 2012, the patient presented for revascularization of a moderately calcified superficial femoral artery using the wildcat w400 catheter. Using a 0.035" angled glidewire, the physician advanced the wildcat catheter over the wire to the calcified target lesion. They crossed the proximal cap and were unable to advance past the distal cap. At this time, decision was made to exchange to a 0.014 wire and kittycat2 device. While attempting to remove the wire, the wire was observed to be stuck inside the catheter. The entire catheter and wire was removed. The distal tip of the wire was observed lodged into the distal orifice of the catheter. The wire was removed from the catheter leaving approximately 1 mm length of wire inside the catheter. They crossed the distal cap with a different type of device and procedure was completed. No patient injury and no harm to the patient associated with the use of the avinger wildcat device was reported.

Manufacturer narrative:
Method: the case information including the device use feedback obtained from the event reporter was used to evaluate the device performance. Results: per the instructions for use for the w400, the user is cautioned that "when pulling guidewire back into catheter stop if resistance is felt and determine the cause of the resistance. If the guidewire prolapses or kinks, do not pull guidewire back into catheter, slowly and gently under fluoroscopic guidance remove the guidewire and catheter as a unit." The picture of the removed guidewire showed damage on the separated end of the guidewire and the damage is consistent with damage when device is exposed to excessive force or torque.